Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but "is" not limited to visual inspection, output and telemetry testing, and functional testing. The ins was received with the battery status at eos. A longevity estimate was done based on the programmed parameters from the initial review of the ins when it was received for analysis. Impedance values were taken from the measurements recorded in gch attachments from the day of explant. The longevity estimate is 14.1 months to eri and 17.1 months to eos. According to the trace report, eri occurred at 4.93 months ((B)(6) 2017 to (B)(6) 2018) and eos occurred at 10.37 months ((B)(6) 2017 to (B)(6) 2018). The longevity estimate did not match the life of the battery. Battery voltage discharge data from the trace report was graphed and no anomalies were observed. Destructive analysis was performed. The ins was opened and no visual anomalies observed. The hybrid current drain was tested and passed. The ins was tested on the functional tester with a substitute battery and passed. The battery was sent to mecc for analysis. Mecc battery analysis concludes that data gathered during review of the manufacturing data, visual and dimensional inspection, and electrical testing did not show any abnormal results. The characterizations and electrical testing of the battery are consistent with a battery at this level of discharge. Destructive analysis did not provide any evidence of an internal mechanism leading to early depletion. No problems were found with the battery. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The ins reached eos and was explanted. No patient harm was reported. It was unknown if the event was resolved.